Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascyf015 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch, "patient accessed with 22 gauge 1 inch port, noted leaking from device." No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascyf015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch, "patient accessed with 22 gauge 1 inch port, noted leaking from device." No other information provided.